Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24125165. The feedback provided by the customer states that, "while a nurse was flushing a patient's IV line using a 20ml syringe filled with saline solution, blood spurted from the connection point between the syringe and the transparent needle-free connector during preparation for flushing. After replacing the patient's IV line with a new transparent needle-free connector, flushing and infusion proceeded normally without adverse effects on the patient." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24125165 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: the transparent needleless connector was put into use on (B)(6) 2025, and was used continuously without incident. On the morning of (B)(6), a nurse was flushing the catheter for the patient using a 20ml syringe filled with saline solution. When the syringe was connected to the transparent needleless connector to begin flushing, blood spurted out from the connection point between the positive pressure connector and the syringe, splashing into the staff member's eyes, resulting in occupational exposure (the patient had hepatitis b). The staff member's eyes were rinsed with saline solution, and immunoglobulin was administered. After replacing the transparent needleless connector with a new one, the patient received normal catheter flushing and intravenous infusion without any adverse effects.